Event description:
It was reported that the patient underwent a gynecological procedure in 2002 and mesh was implanted. It was reported that the patient underwent gynecological procedure on (B)(6) 2008 and obtryx was implanted, and on (B)(6) 2009 pelvicol was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and tvt retropubic was implanted.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.